Manufacturer narrative:
(B)(4). The complaint description indicates that the patient developed a hematoma. The product complaint form indicates no patient injury, complication, or intervention. A hematoma can develop from a pre-existing condition of a patient, medications that the patient may be on, or technique of the user in association with insertion of the device.

Event description:
The customer reports: when performing a catheter step, a hematoma is caused, when the guide is removed the dilator is observed deterioration.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when performing a catheter step, a hematoma is caused, when the guide is removed the dilator is observed deterioration.